Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. A pre-ast 15mins 1000ml simulated treatment performed and passed. System air leak passed. Valve actuation passed. Pump door test passed. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation.there were no other discrepancies... Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler screen was blank in unknown phase of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. Patient rebooted cycler, ok and stop keys lit up but the screen remained blank. The technical support representative replaced cycler due to blank screen. The patient was connected during incident and there was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but not received. This event represents a reportable malfunction in which an internal short on a component was reported; therefore a malfunction MDR will be generated and filed.